Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter: occurred during an open low anterior resectioning. While attempting to resect the rectum, the reload did not fire. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.